Event description:
The customer reported "temp. Sensor error" on bootup. No patient injury was reported.

Manufacturer narrative:
This service rep repaired thermistor wire. System operating as intended.